Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. The cartridge was changed and another occlusion alarm occurred. Blood glucose was 407 mg/dl with diabetic ketoacidosis. Customer went to the emergency room and was then hospitalized. Reportedly, customer had an extreme stomach ache, was dis-illusional, and was vomiting a lot. Customer was treated with intravenous drip. Customer reverted to manual injections as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.